Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue and purple pixels. The user was firing at 128% firing power and came of the foot pedal and moved linear positions. The user was then able to continue without issue. It was noted that there was a biopsy obtained at the site of the blue and purple pixels and that the user flushed the biopsy with a saline solution. There were no patient complications reported in relation to this event.